Event description:
It was reported that during an unknown procedure the handpiece was damaged. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/6/2025. D4 batch #: a9cl5v. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the handpiece was received with the end cap dislodged from the housing and the housing was not returned. No functional testing could be performed due to the device receiving condition. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be drawn as to what caused the end cap to dislodge. However, it is recommended to use the disposable torque wrench to loose the disposable device from the handpiece. A manufacturing record evaluation was performed for the finished device batch a9cl5v, and no non-conformances were identified.